Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v639995, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that device interrogation had revealed the battery was depleted.

Event description:
It was reported the patient had a dysfunctional stimulator. Examination revealed the patient had increased tremor. Intervention included explant and replacement of the stimulator and leads. The event was considered related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae.

Manufacturer narrative:
Device code (B)(4) is no longer applicable . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery depletion was normal.